Manufacturer narrative:
(B)(4). The covidien service engineer (se) inspected the device and verified the reported issue. The se replaced the single board computer (sbc) and the coin battery. The se performed extended self-testing on the device and all tests passed.

Event description:
It was reported that the ht70 plus ventilator has a time/date, coin battery failure and they were unable to use it on a patient. Customer informed that the patient was coding upon arrival and was bagged but did not survive.

Manufacturer narrative:
The device was repaired and the reported issue was isolated to an issue with the power source failure. If information is provided in the future, a supplemental report will be issued.